Manufacturer narrative:
Corrected b.7 based on additional information received. Medical records were received for evaluation. The original tavr case was considered a success, with no complications. The 30 day echo revealed a mean gradient across the valve of 36mmhg and a peak gradient of 67mmhg, which would be indicative of severe stenosis, except the valve area (ava 1.49cm2) and dimensionless index (0.43) were not severe and only indicate possible mild-to-moderate stenosis. A tee performed 19 days later indicated the valve appeared to be well-seated with normal leaflet mobility and no significant stenosis. The records did not indicate any retreatment of the valve, such as post-dilation, was planned.

Event description:
As reported, approximately 2 months post successful tf tavr the patient returned for follow-up visit, had a tee done and has a gradient of 36mmhg and some noted pvl. The team is discussing post-dilating the thv.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the increase in gradient across the valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. Additionally, the cause of the worsening pvl is unknown but may be related to the mechanisms above. No information regarding the treatment was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.